Event description:
It was reported that during a procedure of the tight lesion of the stenosed jugular vein the 10 x 40 mm x 80 cm fox cross balloon dilatation catheter (bdc) was used after a cutting balloon for percutaneous balloon angioplasty. An indeflator was used and during the first inflation to 18 atmosphere (atm) the balloon ruptured in a radial direction. While removing the bdc through the sheath the balloon became stuck in the 7 fr sheath; forceps were used in an attempt to remove the fragmented balloon from the sheath, however, some of the balloon dislodged and lodged in the leg. There was no reported adverse patient sequela. There was an unspecified clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: indeflator. Sheath: 7 fr. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on the reviewed information, no product deficiency was identified.